Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap. Customer's alleged battery cap damage unknown. After multiple battery replacements, unit persisted on blank display. After cutting unit open, the external battery connector was found unplugged. After correctly plugging in external battery connector, unit successfully powered on and blank display was no longer observed. Blank display was caused by loose external battery connector. The baat tool was utilized to search for any battery related alarms that may have occurred in the past or around the call date that may have triggered the reason for the customer's call. Unit was successfully downloaded using thump software for reference. The baat tool recorded the following: battery cycle 267.0 received the lowbatteryalert (104) on 07/01/2025 14:10:00 faster than expected at 1.62 days. Battery cycle 253.0 received the lowbatteryalert (104) on 06/29/2025 20:50:00 faster than expected at 0.96 days. Battery cycle 249.0 received the lowbatteryalert (104) on 06/28/2025 21:49:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed active and sleep measurement current test, and self-test. Unit was received with: cracked case (battery tube), label damage (faded and torn), cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In summary, customer allegations for battery cap damage were unknown due to unit not being received with original battery cap. Additionally, customer allegations for blank display were confirmed when unit failed to power on after multiple battery installations. However, loose external battery connector was noted upon deconstructive analysis. Once reinserting the connector, unit powered on successfully. The baat tool also concluded the customer experienced an unexpected power loss of less than 7 days per the pump history records. Blank display was caused by loose external battery connector on pcb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed. The customer was using the correct battery cap for the pump. The customer reported that battery cap contacts are missing, damaged, and/or corroded. The customer reported battery cap damaged. Damage was on metal contacts. Reminded the customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. The insulin pump mmt-1886l will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.